Manufacturer narrative:
A sample is not returning for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the tubing was pinched causing lower liquid flow during a cataract extraction procedure. The cassette was exchanged and the procedure was completed with no harm to the pt.